Event description:
It was reported the insulin pump shut off without any warning. Customer's father also stated the device was not calculating the right amount of insulin to take after entering carbohydrates. Customer stated it had occurred once previously. Customer's blood glucose was 421 mg/dl, treated with bolus. Low battery alert listed on september 1st and no other alerts were noted. Customer's father stated the battery in use was not an alkaline battery; he just wanted the customer back on therapy. Customer's father had inserted a new alkaline batter and now the device seemed to be working fine. Customer's father stated he would monitor the device and call if it happened again. The device now seems to be calculating correctly too. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.